Event description:
It was reported patient underwent initial shoulder arthroplasty on (B)(6) 2014. Subsequently, it was reported that the glenosphere had disassociated from the baseplate. There has been no reported revision to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings it states, ¿disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation."